Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wouldn't burn, straight out of the box, it wasn't working. They checked all the connections, the box was beeping but the hemopro would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-6: device code: corrected fro, electrical issue 1198 to failure to deliver energy 1211. (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. The heater wire was observed to be slightly flexed away from the center of the hot jaw. However, the wire remained attached to both the base and the tip of the jaw. The silicone insulation on the cold jaw was observed to be cracked and peeling. A piece of the silicone was observed to be peeling off of the cold jaw, but remained attached. The silicone insulation on the hot jaw appeared to be intact. Based on the returned condition of the device and the evaluation results, the reported failure "failure to deliver energy" was not confirmed. The analyzed failures "peeled" and "material twisted/bent" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wouldn't burn, straight out of the box, it wasn't working. They checked all the connections, the box was beeping but the hemopro would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.